Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), e1 (initial reporter first and last name), e2 (heathcare professional), e3 (occupation), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this physician elected to perform an implantable cardioverter defibrillator (ICD) replacement procedure due to elevated, out-of-range shock impedance measurements (>200 ohms). However, during the procedure, when the implanted right ventricular (rv) lead was connected to the new device, the out-of-range shock impedance measurements persisted. Provocative testing on the lead was not performed, but standard shock testing revealed an impedance result that was within range. The physician elected to surgically cap and abandon the rv lead to resolve the event and the new device remains implanted. The explanted ICD was discarded and will not be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this physician elected to perform an implantable cardioverter defibrillator (ICD) replacement procedure due to elevated, out-of-range shock impedance measurements (>200 ohms). However, during the procedure, when the implanted right ventricular (rv) lead was connected to the new device, the out-of-range shock impedance measurements persisted. Provocative testing on the lead was not performed, but standard shock testing revealed an impedance result that was within range. As the patient has never received shock therapy in the past, the physician elected to leave the lead in situ and enrolled the patient in remote monitoring. At this time, the rv lead and the new ICD remain implanted and in-service. No additional adverse patient effects were reported. It is currently unknown if the explanted ICD will be returned for analysis.